Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the evis exera iii xenon light source components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had occurred error b30 (scope communication error). The issue occurred during the setup, before the patient entered the room. There were no reports of patient involvement.